Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been removed from the device. No suture or ts remain on the delivery needle but were returned. Examination of the construct showed the ts have been cut free from the suture and were not returned, the suture has been cinched. The condition of the suture is inconsistent with the reported complaint of ¿the knot could not be advanced¿. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device knot did not allow it to advance, so that this part had to be cut off. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.